Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the therapy electrodes from the lifevest equipment. The patient reported having a history of sensitive skin. The patient also reported having a sore back in january and she reached out to the physician for medical advice on how to treat the sore. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed triamcinolone acetone and an extra strength hydrocortisone cream for the skin irritation under the therapy electrodes. Follow up indicated that the cream helped the skin irritation to improve.